Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission, one non-sustained episode occurring over 2 years earlier had possible vent ricular oversensing. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.